Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her (B) (6) 2010 inaccuracy complaint. The pt had no control solution available to test for the customer care advocate, cca. The pt reported the following info to this specialist on 2/18/10. Results are in mg/dl, correct unit of measure. On (B) (6) 2010 at 11:45 p.m., the pt tested before injecting her night-time insulin. Although having eaten dinner at 8 pm, the amount of insulin injected at that time was not recalled. Doubting the first result of 449, the pt retested, obtaining 264. The pt considered the results both too high and erratic. The pt injected her usual 65 units of nph and added 2 or 3 units of regular based upon either result 264 or a third lower result that she does not recall. The pt does not recall if she was symptomatic with the elevated results. The pt experiences blurred vision and sometimes shaking with elevated results above 200 and with "low" results below 100. At 4:30 am on (B) (6) 2010, the pt awoke due to sweating and shaking. Vision was blurred. The pt immediately tested, result 63, and then drank orange juice, testing every 10 minutes until it reached 100. When the pt's blood glucose did increase, she went back to bed. On an unk date before the event, her endocrinologist had advised her to err on the side of caution and not inject regular before bed if necessary. Because the pt alleged that she became hypoglycemic after injecting regular insulin based upon inaccurately high blood glucose results, the complaint is reported. The cca replaced the meter, test strips, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.